Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due to diabetic ketoacidosis (dka) event. Blood glucose level was 586 mg/dl at the time of the event. Patient got treated with intravenous (IV) prep.the duration of hospitalization was greater than 24 hours. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011236, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6011236. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. (B)(4) device history record (DHR) review: the lot 6011236 was manufactured according to the work instruction (wi) version 20 and manufactured in the multivac 14 on 24-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.